Manufacturer narrative:
Root cause: potential alteration of staining in this case was due to improper operation of the probe kit. The problem was solved by field service engineer with repair of the part. Following the repair, the instrument was fully operational within specifications, without errors and available for the user. Failure mode description: following a probe malfunction or if the part stops working; the resulting failure modes could occur. Leak from probe or drip from z-head could impact aspiration/dispense. These failure modes have the potential to alter staining.

Event description:
Customer complaint record reported the event as follows: dripping liquid from the probe. No direct or indirect patient harm or user harm have been reported.